Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was mentioned that the ipg had flipped in pocket. The patient underwent spinal cord stimulation (scs) system replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 16733437 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 16733437 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).